Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a lead explant procedure and was doing well postoperatively. The explanted lead will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.